Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, it was found that the patient's left ventricular (lv) lead was exhibiting diaphragmatic stimulation. When programming changes performed on (B)(6) 2021 did not resolve the diaphragmatic stimulation, the lv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition before, during, and after the event.